Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient had been experiencing a jolting sensation. The patient wasn't sure when the jolting sensation started. It was thought that this issue was related to positional movement and because the patient had many different groups with different amplitudes. The patient was noted to be relatively active. The impedances were checked and all were within normal range. The manufacturer representative was going to educate the patient on the use of different groups for the jolting since they believed the issues were related to movement. The patient was indicated for spinal pain and failed back surgery syndrome.